Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device would not go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The report was observed during review of the visual data. Various logs were received for evaluation; however, none of them are from the reported event date june 30, 2023. R series operator guide states, "verify that markers are clearly visible on the monitor and their location is appropriate and consistent from beat to beat. If necessary, use the lead and size buttons to establish settings that yield the most consistent sync marker pattern." It is important the user also verify that the sync marker is correct and adjust lead view/ size in order to deliver the correct therapy. Analysis of reports of this type has not identified an increase in trend.